Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hypotension, st segment elevation, right coronary artery infarction and became asystole. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive was used. Transeptal was obtained using a versacross connect with the faradrive, pre-mapping was done and then the catheter was replaced with the farawave catheter for ablation. 8 applications were given and then it was noticed that the patient's blood pressure dropped significantly. Intracardiac echocardiography (ice) was checked for effusion, but nothing was found. It was observed on 12-lead a st segment elevation and the patient became asystole. Compressions were given to the patient, an angiogram was completed and a right coronary artery infarct was observed due to bubbles. Physician commented that pressure bad connected to the sheath was empty. The patient was placed on extracorporeal membrane oxygenation (ECMO) and had an additional device implanted. The patient was taken to have a computed tomography (CT) scan.

Event description:
It was reported that a patient experienced hypotension, st segment elevation, right coronary artery infarction and became asystole. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive was used. Transeptal was obtained using a versacross connect with the faradrive, pre-mapping was done and then the catheter was replaced with the farawave catheter for ablation. 8 applications were given and then it was noticed that the patient's blood pressure dropped significantly. Intracardiac echocardiography (ice) was checked for effusion, but nothing was found. It was observed on 12-lead a st segment elevation and the patient became asystole. Compressions were given to the patient, an angiogram was completed and a right coronary artery infarct was observed due to bubbles. Physician commented that pressure bad connected to the sheath was empty. The patient was placed on extracorporeal membrane oxygenation (ECMO) and had an additional device implanted. The patient was taken to have a computed tomography (CT) scan. It was further reported that the patient died due to a myocardial infarction from large air embolism.

Manufacturer narrative:
Investigation summary: the device was not returned for analysis; therefore, a technical analysis could not be performed. Based on the provided complaint information, the death was likely caused by myocardial infarction from large air embolism due to the pressure bag connected to the sheath running dry. Labeling review: instructions for use (IFU) were reviewed, which states, "always maintain a constant sterile, heparinized saline infusion to prevent coagulation within the sheath which may result in embolism." Based on the information provided within the event description, the pressure bag connected to the sheath ran dry, which was likely the cause of the patient complications and the patient passing away. There is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required. Risk review: st segment elevation, air embolism, and myocardial infarction are considered within the risk threshold of embolism and asystole is considered within the risk threshold of cardiac arrest. Hypotension, embolism, cardiac arrest, and death are expected procedural complications addressed within the IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc. The device has not been returned for analysis at this time. Device history record (DHR) review: the DHR for (B)(6) was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Investigation conclusion: the unintended use error caused or contributed to event cause code was selected for the reported allegations

Manufacturer narrative:
Updated h6 device code to a22.

Event description:
It was reported that a patient experienced hypotension, st segment elevation, right coronary artery infarction and became asystole. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive was used. Transeptal was obtained using a versacross connect with the faradrive, pre-mapping was done and then the catheter was replaced with the farawave catheter for ablation. 8 applications were given and then it was noticed that the patient's blood pressure dropped significantly. Intracardiac echocardiography (ice) was checked for effusion, but nothing was found. It was observed on 12-lead a st segment elevation and the patient became asystole. Compressions were given to the patient, an angiogram was completed and a right coronary artery infarct was observed due to bubbles. Physician commented that pressure bad connected to the sheath was empty. The patient was placed on extracorporeal membrane oxygenation (ECMO) and had an additional device implanted. The patient was taken to have a computed tomography (CT) scan. It was further reported that the patient died due to a myocardial infarction from large air embolism.

Event description:
It was reported that a patient experienced hypotension, st segment elevation, right coronary artery infarction and became asystole. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive was used. Transeptal was obtained using a versacross connect with the faradrive, pre-mapping was done and then the catheter was replaced with the farawave catheter for ablation. 8 applications were given and then it was noticed that the patient's blood pressure dropped significantly. Intracardiac echocardiography (ice) was checked for effusion, but nothing was found. It was observed on 12-lead a st segment elevation and the patient became asystole. Compressions were given to the patient, an angiogram was completed and a right coronary artery infarct was observed due to bubbles. Physician commented that pressure bad connected to the sheath was empty. The patient was placed on extracorporeal membrane oxygenation (ECMO) and had an additional device implanted. The patient was taken to have a computed tomography (CT) scan. It was further reported that the patient died due to a myocardial infarction from large air embolism.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updated field b5 with additional information later provided. H6 patient code air embolism e050301 and impact code death f02 added. B1 type of report updated to death report.